Event description:
The customer reported that a patient was burned during a robotic total abdominal hysterectomy. The burn was on the right lateral abdomen, a few inches from the accessory port. (This was not the location of the return electrode). The burn was first observed by the patient's mother while the patient was in the recovery room. The burn had not been apparent to the circulating nurse or to the recovery nurse prior to this point.

Manufacturer narrative:
(B)(4). The site has indicated that the incident generator will not be returning for evaluation at this time. Additional questions in regard to the incident have been asked. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.